Event description:
Problem statement: the customer stated by email on 11/9/2022 that api cov-05 sample run on the aries generated an unacceptable result. The expected result was sars-cov-2 detected, but the aries sars-cov-2 lot: ab6720a result was not detected. Data review: on (B)(6) 2022 customer (B)(6) hospital contacted luminex technical support to report a false negative result for aries sars-cov2-eua assay pn: 50-10047. The reported false negative occurred while running an api covid positive sample on lot: ab6720a. Customer provided the assay run file which confirms there was no detection of either then target or the orf1ab target for the sample (sample ID: (B)(6) run using the api provided cov-05 sample. Consumable review: no false negative results were reported during qc testing of lot: ab6720a on 06/23/2022. There are no ncmrs associated with this lot. There are no additional complaint cases for lot ab6720a reported in salesforce at this time. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result with one case of a false negative result complaint (reference complaint case: (B)(4) for this system. There were no service actions for the aries system during the prior 6 months that would contribute to false results. Sample work-up: sample tested was identified as cov-05 by api. Api confirmed the concentration of their sample cov-05 to be approximately 1360 copies/ml for sars-cov-2. Conclusion: the root cause of the false negative api sample results cannot be determined. There is no indication of a hardware malfunction or evidence of consumable malfunction at this time. No patient samples were reported to have discrepant results.

Manufacturer narrative:
In review of all case details against the criteria set forth in document: (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.